Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray was not possible. Analysis of the system log files showed the host pc was not able to communicate with the flexvision pc, and the flexvision pc was malfunctioning. Fse confirmed that the issue happened because the flex vision pc (tz) did not power on at all when the allura system was switched on. Rse restarted the system with the help of the customer, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of live image occurs during a procedure, a warm or fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for the continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system could not x-ray. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.